Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have a few issues with insulin pump. Customer reported that in early spring she received more insulin than was programmed while already having active insulin. Customer's blood glucose was 70 mg/dl. Customer treated with soda and insulin tabs. Customer also reported that boluses given were missing from history tab and alerts were also missing. Customer reported that full batteries in insulin pump sounded as if the batteries were dying during rewind and priming process. Customer reported that blood glucose remained between 300 mg/dl and 400 mg/dl after bolus. Customer was not able to troubleshoot due to being at work. Customer would call back in order to continue troubleshooting.